Event description:
It was reported that pump displayed malfunction code and there were no notable events before issue occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction, and was advised to continue using pump and call back if malfunction code recurred, which did not occur after reset.